Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the insulin pump was monitored and functioned properly. Insulin pump was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power system error. The customer's blood glucose level was 236 mg/dl at the time of the incident. This is the second power system error call within four hours of troubleshooting the previous occurrence. Customer stated error occurred during normal use. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.